Manufacturer narrative:
Limited information about the event was provided by the user facility. 100% of like devices are inspected by sterilmed. The device in question was sharpened and passed all sterilmed inspection criteria. It is possible this malfunction may result when excessive force or torque is applied to the blade during use.

Event description:
A reprocessed sternum saw blade broke into 2 pieces during use.